Manufacturer narrative:
The outcome attributed to adverse event was notched teeth. The event date is approximate. The complaint was received from a consumer in (B)(6). Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
The consumer alleged that their protectiveclean power toothbrush notched their teeth. (Notched meaning dent).